Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Although no device-related infections were reported for this event, the IFU lists infection as an adverse event that may be associated with the use of heartmate ii lvas. Both the IFU and patient handbook provide care instructions in regard to preventing infection while the IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the cause of death was pneumonia possibly related to coronavirus (covid). The outcome was not considered to device or therapy-related.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was not provided. The death was not considered to have been device or device therapy related.